Event description:
The manufacturer received information alleging a ventilator's output pressure was low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board were found to be faulty and contaminated. The device's machine flow sensor and system board were replaced to address the issue.